Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high vpa results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were reported outside the lab. Upon repeat lower results were obtained and the results were amended. It is unknown if treatment was initiated or withheld based upon the false high results.

Manufacturer narrative:
The customer informed bci that a different lot number of reagent resolved the issue. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.